Event description:
Clinic notes dated (B)(6) 2013 noted active problems for the vns patient as obstructive sleep apnea. It is unknown when the sleep apnea was first observed and whether or not vns is a contributing factor. Attempts to obtain additional information have been unsuccessful to date.